Event description:
It was reported that this implantable pacemaker device was a case of an attempted implant due to unknown product performance anomaly. New device was replaced with the same model. No adverse patient effects were reported. Additional information was received indicating that the reason for not implanting this device was due to noise observed on both channels. The noise was resolved changing the pacemaker. No adverse patient effects were reported. This product has not been returned.

Event description:
It was reported that this implantable pacemaker device was a case od an attempted implant due to unknown product performance anomaly. New device was replaced with the same model. No adverse patient effects were reported.